Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on an unknown date, this patient underwent endovascular treatment presumably for a thoracic aortic aneurysm and was treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2012, a re-intervention was performed and distal seal was extended to just above the celiac artery with a (B)(4) component.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular emergency treatment for a contained thoracic aortic rupture and was treated with three conformable gore® tag® thoracic endoprostheses. On the same day, a pre-existing aneurysm was diagnosed. On (B)(6) 2017, routine follow-up computed tomography angiography imaging was performed and it was decided to maximize the seal zone distal to the (B)(4) component to prevent a distal type 1b endoleak in view of potential disease progression. On (B)(6) 2017, the distal thoracic endoprosthesis (B)(4) was extended with a (B)(4) component, and a further 2 cm of seal was achieved to just above the celiac artery. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).